Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. Because the lease term only had a few months left the device was returned unrepaired. The software was confirmed to be version 3.6.